Event description:
Pt underwent procedure to remove & replace an implant silicone/saline-filled. Due to mechanical complications of the prosthesis. The physician removing the implant did not see evidence of silicone rupture or inner envelope rupture, but the outer saline envelope had ruptured. This resulted in breast asymmetry & capsule contracture.